Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 5th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from his dario meter, bg readings that were 30 mg/dl higher than the bg readings that he received from his cgm.